Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Additional information given by legal department mentions that the initial implantation has been done in (B)(6) 2001. At this time the salto talaris prosthesis was not cleared in us. Therefore the impacted prosthesis is not manufactured by tornier.

Event description:
Report received stated in the event description "tornier made ankle joint replacement hardware went through FDA trials and approved. I was told by doctor the clinical tests lasted 13 years, failed after 4, had second one done resulting in two fusions and now possible amputation. Looking for help" (refer to medwatch report mw5058737).